Event description:
A patient underwent a single level kyphoplasty procedure at level t12. It was reported that 8 months post procedure, the patient went to the ER with new back and leg pain. An x-ray revealed the posterior wall of the t12 fracture pressing against the central canal. A posterior fusion was performed and the patient is fine and pain free. It was reported that the treating physician does not believe the kyphoplasty procedure contributed to the recurrence in symptoms. The physician believes it was due to disease progression.

Manufacturer narrative:
Device not returned, follow up conversation with company representative, treating physician.